Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 540 mg/dl with an unknown cause. The customer went to the emergency room (ER) where a blood test was administered. The customer left the ER in good condition with a bg of 392 mg/dl.